Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the femoral neck system implant had to be removed due to the surgeon converting to a total hip replacement. The original implantation was unknown. It is unknown if there was a surgical delay reported. The procedure and patient outcome were unknown. Concomitant devices reported: femoral neck system plate 1 hole ¿ sterile (part number 04.168.000s, lot unknown, quantity 1); bolt for femoral neck system 100mm length-sterile (part number 04.168.300s, lot unknown, quantity 1); 5.0mm ti locking scr slf-tpng with t25 stardrive recess 36mm (part number 412.212, lot unknown, quantity 1). This report involves one (1) antirotation screw for femoral neck sys 90mm length ¿ sterile. This is report 3 of 4 for (B)(4).